Event description:
It was reported that the service technician discovered a defect in the arctic sun device during a software update. Per review of wo on 24mar2026, there was no patient involvement. Per wo notes, during the pre fco test, it was discovered that the device had no flow rate. Per sample evaluation results received via task on (B)(6) 2026, it was reported that the mixing pump was defective.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6) hospital. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.